Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was found to function within manufacturer's specifications. (B)(4).

Event description:
The hospital reported that, during a case, mechanical ventilation mode was not available. There was no reported patient injury.